Manufacturer narrative:
Unit had unresponsive act button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
The customer reported via phone call that she needed to return materials for an insulin pump. Customer's blood glucose level was not reported. The return materials should have been sent but they never came in. The customer was advised that the device would be replaced and agreed to return the product for analysis.